Event description:
It was reported that a smiths medical pump alarms high pressure. There is no cassette attached. Batteries removed and reinserted and following power up sequence, the pump immediately alarms high pressure. Cassette attached and pump powered up and alarm persists. No adverse patient effects were reported.